Event description:
This is a case report received on (B)(6) 2012 by baxter (B)(4) from the doctor. It was reported to baxter clinical coordinator that the patient acquired peritonitis due to poor aseptic technique. The home patient was hospitalized from (B)(6) to (B)(6) 2012 and he was treated by cephalosporin (dosage, route and duration unknown). His treatment was ongoing at home from (B)(6) to (B)(6) 2012 and he was treated by vancomycin (dosage, route and duration unknown). The hp was reportedly recovered. No additional information is available

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.